Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient sustained unspecified injury; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol marlex (bard flat mesh) on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against marlex (bard flat mesh). Attorney alleges that the patient sustained unspecified injury. It is also alleged that the patient experienced emotional distress and the device was defective.